Event description:
It was reported that during a da vinci cholecystectomy procedure, the wire at the distal end of the fenestrated bipolar forceps instrument was wrapped around the pulley. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The fenestrated bipolar forceps instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found the pitch up cable to be frayed at the distal clevis hub. The other cables at the wrist were not damaged. No other damage was found. The customer reported complaint does not itself constitute a reportable event; however, the damage to the instrument's pitch cable found during failure analysis, if to reoccur, could cause or contribute to an adverse event.